Manufacturer narrative:
E1 additional contact phone number: (B)(6). Device evaluation: one device sample was received in used condition, in a plastic bag. During the visual inspection it was identified that the flange had a cut near to the tube. The complaint was confirmed. It was unknown what caused the condition. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. The complaint has been escalated to address a full root cause investigation for damaged flange/neck strap issue.

Event description:
It was reported that 18 days after insertion, a crack was discovered in the left wing of the trachea, it is only visible when you fold the wing a little. It was urgently replaced with a new one¿. There was patient involvement and no patient harm/adverse event reported.